Event description:
It was reported from a (B)(6) comment made by the patient that she was experiencing an increase in seizures since her last replacement, but still loves vns. No additional information has been received to date.